Event description:
It was reported that noise leading to oversensing and episodes of inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. It was suspected that the noise was due to external interference. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.